Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Blood glucose level of customer was high of 23 mmol/l. Customer reported that the insulin pump had insulin pump error alarm. Customer reported that they removed battery to reset but came back with open book image on the screen. The insulin pump will not be returned for analysis.